Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2005-(B)(6), product type catheter. (B)(4).

Event description:
It was reported the patient experienced increased and progressive weakness in her lower extremities, tingling in her legs, back pain, and loss of sensation in her feet. MRI and CT myelogram imaging revealed an inflammatory mass at the catheter tip. It was believed the mass was compressing the patient's spinal cord. The patient had been scheduled with neurosurgery to have the catheter and possibly the inflammatory mass 'debulked.' It was later reported the pump was showing the elective replacement indicator (eri) notification. Battery depletion was reported as normal. It was also noted the patient was being 'weaned down' before they explanted the patient's devices. On one occasion it was reported the device system was used to deliver dilaudid and bupivacaine, but it was also reported the device system only delivered dilaudid. A follow-up report will be sent if additional information becomes available.